Event description:
A clinician reported that the female luer came apart from the tubing of the set. Reportedly, pt lost a minimal amount of blood, but the peripherally-inserted central catheter (PICC) clotted off and had to be replaced. Clinician stated that there was no report of pt compromise. Per clinician, the PICC was removed and replaced with a broviac catheter. Clinician did not know how long the set was on the pt. Although multiple attempts were made to obtain further details, none were available.